Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "capsular contraction baker grade iii/ implant exchange with no complaint against the device". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d.6b, h6. Reason for reoperation: rupture and capsular contracture, baker grade ii.

Event description:
Device has been explanted. Additionally, healthcare provider reported bilateral ruptures as well as left side capsular contracture baker grade iii and right side capsular contracture baker grade ii. This report is for the right side.